Manufacturer narrative:
Physio-control further evaluated the device and then replaced the patient parameter pcb assembly. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer initially reported that their device was failing its self-test and would not respond to the event and options buttons. After an evaluation of the device by physio-control, it was observed that the device was not completing its boot up process. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.